Manufacturer narrative:
Section d1: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a flow reading issue was unable to be confirmed. The centrimag motor was not returned for analysis and no log files were submitted for review. A root cause for the reported event was unable to be conclusively determined through this investigation. Centrimag motor instructions for use (rev. G) instructs to always have a back-up centrimag motor available. Centrimag blood pump instructions for use (rev. E) states "always have a spare centrimag blood pump, back-up console and equipment available for change out." Centrimag primary console operating manual (rev. A) section 7.4 entitled ¿configuring the console¿, section 8.2.1 entitled ¿starting the blood pump¿, and section 8.2.2 entitled ¿adjusting the blood pump speed¿ addresses how to properly increase and decrease the pump/motor speed using the console. Centrimag primary console operating manual (rev. A) section 8.3.3 entitled ¿response to system alarms and alerts¿ addresses how to properly interpret and troubleshoot all system alarms. Centrimag primary console operating manual (rev. A) warns "one back-up console and motor are required in the immediate vicinity of each patient whenever the centrimag blood pump is used. The back-up console must be connected to the back-up motor, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the primary console or primary motor experience a malfunction." The device history records were unable to be reviewed for the centrimag motor due to no serial number being provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the flow probe stopped reading flow on a centrimag console. A different flow probe was tried and that did not correct the problem. The flow probes were tested on another centrimag console and worked fine. The centrimag console was removed from service.